Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 866 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Further troubleshooting was not possible because the customer was asleep, but the caller stated that she checked all the settings and the insulin pump is delivering insulin. Advised the caller to have the customer call back to complete the troubleshooting at his convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.